Manufacturer narrative:
(B)(4). Date sent: 4/27/2023. Batch # 325c01. Date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45b reload was returned inside its package unopened; upon visual inspection, the reload pan partially dislodged from the distal side. In addition, some drivers out of position, making the reload non-functional. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device lot number 325c01, and no non-conformance were identified

Event description:
It was reported that the metal tray is dislodged from the bottom of the load and the dryers are all over the inside of the sealed packaging. The package was never opened. No patient harm was reported.